Event description:
It was reported this balloon leaked on the first inflation at 6 atmospheres during a percutaneous transluminal angioplasty procedure of a hemodialysis access graft. It was indicated the physician did not fully deflate the balloon and significant resistance was encountered withdrawing this balloon catheter through the introducer sheath. A cutdown procedure was performed to successfully remove the balloon catheter and introducer sheath from the pt. Another unit was used to successfully complete the procedure and the pt's condition is good. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the catheter shaft was returned in two pieces. The distal portion, which included the balloon, was 9.5 centimeters long. A tear was located in the balloon material 1.5 centimeters from the proximal end. The shaft under the balloon was detached 1 millimeter distal the distal radiopaque marker and was accordioned. Both radiopaque markers were located on the shaft. The proximal portion of the shaft, which measured 86 centimeters, exhibited a rough break at the distal end. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and none-anastomotic) tend to be more difficult to open and usually require much highter pressures for effective dilatation than do native vessels. Access to bypass grafts for aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co's follow-up revealed this balloon was not fully deflated prior to removal through the introducer sheath and significant resistance was encountered removing this balloon catheter through the introducer sheath. This device displayed characteristics consistent with exertion against resistance, a broken and accordioned shaft. Co believes the above factors, including continual exertion against resistance, contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation,immediately discontinue with procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is felt when removing a when removing a guidewire through a catheter or if resistance is felt removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."